Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
We were made aware on (B)(6) 2018 of an event regarding an endoleak and aneurysm growth during our search on the maude data base. Case was reported by the physician and patient was implanted in 2012 (exact date not reported). No additional patient sequelae has been reported for this case.